Event description:
It was reported that within a couple months of implant, the atrial lead exhibited a loss of capture at maximum outputs, and was found to have dislodged. The lead was revised, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead - (B)(6) 2013. (B)(4).